Manufacturer narrative:
Customer advised to replace sbc and reload ghost image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut down during use; possible local 480vac loss on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.